Manufacturer narrative:
(B)(4)

Event description:
It was reported ((B)(6)) during the patient's clinic visit diagnostics of the drg system showed high impedances. Consequently, surgical intervention was taken and the patient's lead was replaced with a new one. A kink was observed when the lead was explanted. Postoperative, the patient reported receiving effective stimulation coverage.